Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02883. It was reported that during a device implant procedure on (B)(6) 2019, patient aspirated resulting in the physician opting to stop the procedure. Leads were implanted during the procedure but not anchored down. Leads remains implanted. Patient will be bought in another date to be implanted again. No further information is available at this time.